Event description:
It was reported that revision surgery had been scheduled due to metallosis.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that revision surgery was performed due to metal-on-metal tissue reaction.